Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported a patient presented with striae in the left eye one day post uneventful lasik. The flap was lifted and stretched. Additional information requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile shows that the user performed one energy check at system startup and then performed treatments without further energy check at that day. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. However the flap is thinner than recommended. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-07127.

Event description:
Additional information received states the patient's symptoms resolved and on a normal lasik postoperative routine.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).